Manufacturer narrative:
No invasive measures were initially required to address surgical site healing and there were no cultures to confirm any presence of infection at the site. Irritation and drainage at surgical sites is common and a known risk of surgical procedures and there was no indication of any other complications present at that time. The later development of skin erosion is reported to have possibly been related to the posterior shoulder placement of the ipg in a shallow position with minimal tissue to support the device. There continues to be no reports of infection or other complications.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder pain. After using the single port, 4-contact system for more than a year, the patient requested additional coverage to address pain the head area. On (B)(6) 2025 a new dual port, 4-contact system was implanted. The original suprascapular lead remained implanted and was connected to the new implantable pulse generator (ipg). A new lead was implanted to target the occipital nerve. In (B)(6) 2025, the patient was noted to have some irritation and drainage at the incision site. No lab cultures were taken. However, the patient was administered antibiotics as a precaution and the incision was monitored to assure healing. An update received on 07/07/2025, indicated the patient was healing but that the physician was continuing to monitor the site to assure no further complications. As of (B)(6) 2025, there were no further issues noted for this patient and the wound was reported to have remained healed with no invasive measure required. In (B)(6) 2025, the patient reported noticing some drainage or discharge from the ipg site on the bed pillows. The patient was evaluated by the implanting physician and was found to have the ipg eroding through the skin at the surgical site. The patient was monitored again for a short time before the physician recommended moving the ipg to a different site to facilitate healing. On (B)(6) 2025, a surgical procedure was performed to move the existing ipg to a new pocket location with more tissue to support the device.